Event description:
An ophthalmic surgeon reported a patient with trace corneal haze of the right eye four months post prk treatment, and the patient reported blurry vision. A topical steroid was started six weeks after the corneal haze was noted. Upon additional follow up, the reporter indicated the vision had improved and there was still trace corneal haze at the last post-operative visit.

Manufacturer narrative:
A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. No technical root cause could be determined, system is performing within specifications. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).